Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to be unavailable. The cause of the event cannot be determined at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards implant patient registry received information the explanted device was replaced with a 19mm 11500a aortic valve. The patient required a bovine pericardial patch to repair a tear of the proximal half of the aortotomy caused by a snug fit of the 19mm 11500a aortic valve. The patient was discharged on postoperative day 15. A 21mm valve was explanted and replaced with a 19mm 11500a aortic valve. The 19mm valve was also a snug fit, so much so that it led to tearing of the proximal half of the aortotomy. The surgeon was able to seat the valve in the annulus. There was a relatively high profile of the valve and the fragile nature of the patient's ascending aorta, so the aorta had to be enlarged with a bovine pericardial patch in order to gain adequate closure. The patient was then weaned from cardiopulmonary bypass. Postprocedure echocardiography revealed that the valve was well-seated and that there was no evidence of a paravalvular leak. However, the procedure was complicated by the coagulopathy; hemorrhage from the proximal anastomotic site on the aorta due to the poor-quality (CABG) vein graft requiring reconstruction of the anastomosis; persistent hypotension; reinitiating bypass to add additional graft to the right coronary artery; ventricular laceration (the defect was closed with a suture); multiple blood and blood products transfusions; and a long run of cardiopulmonary bypass. After correcting coagulopathy and ensuring adequate hemostasis, the patient was transported to the cardiovascular care unit in critical condition. The patient was discharged on postoperative day 15. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, the patient's ascending aorta was fragile and the 19mm valve was a snug fit leading to tearing of the proximal half of the aortotomy requiring a bovine pericardial patch to enlarge the aorta and gain adequate closure. The cause of the event was likely due to procedural factors.